Event description:
It was reported during a laparoscopic adrenalectomy procedure, that an installed device was passed through a testing by pressing a footswitch. When the surgeon tried to use the shear, testing in progress was shown on the panel. This cycle was repeated a few times and finally the blade was broken and fallen inside the pt's abdomen. The broken tip was retrieved through trocar, the surgery continued in laparoscopic approach with a new device. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.